Event description:
Reference number (B)(4). Event occurred in canada; it was reported that on (B)(6) 2024 infusion set leak occur with two infusion sets at quick release. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR. Device 1 of 2. E1: patient city: (B)(6). Patient country: canada.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-27751. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6003556 in question was manufactured at the reynosa site. . Investigation process of the complaint was carried out in accordance with work instructions guidelines for test of reference samples buid-umd version 11 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instructions version 14 and version 7 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instructions version 10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instructions version 25 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6003556 was manufactured according to the document version 77 on the packing process in the machine 12, on (B)(6) 2023, with a total of (B)(4) units. Review of the device history records (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-confromance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.